Event description:
Wishard ambulance crew, medic ii, responded to a run at 2340 e.10th st. After arriving at the scene, found a 42/w/m with shortness of breath. Following protocols, patient was "hooked up" to our life pak #10, to monitor, reconrd and interpret an EKG rhythm. When the monitor showed artifact, and no discernable rhythm, they checked all leads and began to trouble shoot the problem. The monitor then displayed artifact with a conscious patient and never changed enroute to wishard emergency room.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.